Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: a review of the black box showed unusual voltage fluctuations leading to replace battery alarms. No damage was found to the returned battery cap or the battery compartment. The returned battery cap fully attached to the pump. The keypad was intact. The allegation of a battery life issue was unable to be adequately investigated due to moisture in the pump causing the button keypad to be unresponsive.